Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient said their spinal cord stimulator (scs) hasn't worked normally since a MRI which was in (B)(6) 2018. The patient's device is overdischarged and the last successful recharge was (B)(6) 2018. The patient has issues with charging and would like to jump start it to reprogram and obtain better pain relief. The patient is scheduled to meet with the patient on (B)(6) 2019. The patient had stopped recharging their device. The rep plans to perform a physician recharge mode (prm) and reprogram the patient's device. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient didn't use their system for almost a year because they had a surgery and didn't charge the ins. The rep stated that they did a power on reset (por) at the clinic, and was able to restart the ins. The issue of the ins not functioning normally was resolved, and the patient started using the device again. No further complications were reported or anticipated.